Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they found the probe on the coulter ac.t diff analyzer was leaking when they were running controls. Customer reported that the leak diluted the controls. Customer reported that they had not run patient samples. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that there was a clog in the tubing through valve lv8. The fse replaced the tubing. The fse verified the repairs were performed per established procedures.